Event description:
On (B)(6), a patient underwent port placement procedure using the x-port isp implantable port, hickman single-lumen, 9.6f. During the procedure port catheter dislodged from the port stem and moved to heart. Patient underwent intervention to remove the catheter from the heart of the patient. Both break and leak definitely observed. The current status of the patient was unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A 39-year-old male patient underwent a port placement procedure using x-port isp implantable port, hickman single-lumen. It was reported that post port placement, the port catheter was allegedly dislodged from the port stem and moved to heart and it is a big and serious complication. Reportedly, the port catheter was allegedly found leaking and catheter went in the left brachiocephalic vein. The device was removed by interventional procedure. The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one x-port isp implantable port, two cath-locks and one catheter were returned for sample evaluation. Along with return sample one photo was provided for review. Gross, visual, microscopic visual, tactile and functional evaluations were performed. One cath-lock was noted to be broken and separated into two segments. Blood residues were noted on the devices. Aspiration and infusion for catheter and port were performed and successful without any issue. Cath clock was noted to be broken in the photo review. Broken cath lock was contributing to the reported leak. Therefore, the investigation is confirmed for the reported fracture, separation and fluid leak. However, the investigation is inconclusive for the reported migration issue as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, d4 (unique identifier (UDI) #), h6 (component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.